Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00993. This report is being submitted as additional information. The serial number of the device was requested, but was not provided, therefore the expiration date and manufacture date are unknown. The reported event of no external power alarms while on the mpu was confirmed based on the information recorded in the log files provided by the customer. The event log file contained approximately 11 days of events, recorded from (B)(6) 2018 to (B)(6) 2018. The information recorded on (B)(6) 2018, at 11:22:07 revealed that the system was powered by an mpu. On (B)(6) 2018, at 11:22:07 the associated voltage levels indicated that mpu power was lost, resulting in low power hazard/no external power alarms. Mpu power was restored and the alarms cleared. Pump support was not affected and the system was supported by the emergency back-up battery (ebb) during the event. The vad coordinator reported that the patient had unplugged the ac power cord from the wall outlet. Once the plug was plugged back into the outlet, the event was resolved. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient came to clinic with complaints of a red heart alarm on (B)(6)2018. The alarms reportedly occurred when on battery support and resolved on their own. Upon device interrogation observed low voltage advisories along with a couple of accidental double power lead disconnects. No clinical symptoms were reported. The manufacturer¿s technical services representative reviewed the submitted log files and observed there were 3 no external power alarms. One occurred on mobile power unit (mpu) support. This is usually caused by either the power cord coming loose from the mpu or unplugged from the wall. Two of the alarms were associated while on battery due to running the batteries down below the threshold voltage. The system controller back-up battery was in use during the no external power. There were no pump stoppages and no other unusual events seen within the log file. No additional information was provided.